Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the ok, up and down arrow keypad buttons were under-responsive. The reporter stated that there was power to the pump; however the pump would not do anything else. It was noted that the display light was functioning and the pump did not emit any type of alarms. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons demonstrated normal response when exercised. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. Investigation did not duplicate the allegation of unresponsive keypad buttons. The pump was opened for further investigation. No moisture was observed inside the pump. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted t be cracked above and below the grip pad down to the case seal.